Event description:
It was reported that it was not possible to stimulate the heart with this disposable surgical cable. The cable was replaced with a reusable cable. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. All continuity tests were ok. Depressions were noted in the insulation in three locations from being pinched, and glue residue from tape was observed.